Event description:
It was reported that the hose of the motor device had a cut in it. During in-house engineering evaluation, it was observed that the device failed for visual assessment, hose verification - hole in the hose, safety assessment (device did not operate with safety engaged) because the locking mechanism was not functioning properly, and the device ran in locked position. When the device was disassembled, it was found that the locking mechanism was corroded. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of the device running in locked position - power broken, identified during service and evaluation was confirmed. It was further determined that the most probable cause for the found defect (hole in the hose) was due to improper handling (user error), and the corrosion and locking mechanism issue was due to improper maintenance by the user. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).